Event description:
The customer stated questionable ck-mb results were generated on the axsym analyzer. A pt was drawn at approx 1:00 a.m. And generated a ck-mb result of 3.2ng/ml. The pt was drawn 7 hours later yielding a ck-mb result of 0.9 ng/ml. The customer questioned this result and upon retest, obtained a ck-mb result of 3.9 ng/ml. The result of 3.2 ng/ml was reported to the physician. No impact to pt management was reported.

Manufacturer narrative:
The complaint test for abbott axsym (ln07a83-01) describes questionable ckmb results on a pt. The customer also complained of ec 5013 (motor step loss, probe up/down, sampling center) after replacing and calibrating the processing probe. Upon review of the message history log, the customer found sampling errors, including error code 3083 liquid too low, sample cup adaptor. Field service was requested to inspect and service the instrument. The field service rep hand tightened the blue sample probe clamp thumbscrew, performed sample and processing probe calibrations and a successful fluidics check. The system operated properly after servicing. A review of the complaint history for abbott axsym (ln 07a83-01) was performed for the time period of 3 months in 2008. No other complaints for this issue were found. The customer's issue is addressed in the abbott axsym system operations manual volume-2 version 69-2949/r5 march 1999 on page 10/252 (r4/r5) under troubleshooting and diagnostics, observed problems section 10, fpia or rea test results too high/low. The probable cause(s) include: incorrect positioning of the sampling probe over a tube segment. The corrective actions are: observe the sampling process during a run. If the probe touches any portion of the tube, verify the following: tube is within axsym system specifications. Spring in sample segment holds tube firmly and in an upright position. Sampling probe check indicated proper alignment in a cup. Perform sampling probe calibration procedure. In section 10, under troubleshooting and diagnostics, level sense errors 3000- 3999, 3083 liquid too low, sample cup, sampling center it lists the probable cause(s). One is level sense clip loose. The corrective action is to check the blue knurled screw on top of the probe to verify that it is finger-tight. This is a final report.